Event description:
Reporter called in reference to 200+ bellavista 1000 ventilators purchased by their hospital facility in 2020. The ventilators were upgraded from version 6.0 to 6.1 by vyaire without the facility's knowledge. When this happened, the ventilators did not retain their original parameters for patient care which the facility did not want because it could cause possible harm to their patients. It was requested that the 6.0 software version be re-installed which vyaire did. After the re-installation of the original software, version 6.0, the hospital vents were failing their oxygen pressure tests and were not working properly. Vyaire was notified of this by the facility. Upon notification, the facility was told that in order for this issue to be resolved, they would need the updated software version 6.1 (which was not originally told) and that the facility would now have to pay for the upgrade per machine.